Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was poor coupling with recharging and that it took too long to charge. The patient feels like it¿s taking longer to charge than it has in the past. It takes so long that he charges one day and then finishes the charging session the next. The patient always tries to make sure he has 8 coupling boxes full. The patient started to notice this occurring in (B)(6) 2017. The patient also felt that the implantable neurostimulator isn¿t holding a charge as much as it did. The patient also started experiencing this a month or two prior to the report. The patient is charging too frequently, and they had not been recently reprogrammed or switched to a new group, nor increased parameters. The patient thinks that he is using his stimulation less than before, and the patient charges their implantable neurostimulator to 100% full and sees the charge sufficient screen. The patient has an appointment with their health care provider on (B)(6) 2017. It was recommended that the health care provider check the patient¿s recharging statistics. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery depleting faster than before, needing to be recharged more often, and needing to be recharged for longer has been resolved. No further complications are anticipated.